Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify excessive no delivery alarm and motor error alarm due to buttons not responding. Motor passed motor test.

Event description:
The customer reported that via phone call that the insulin pump had motor error alarm. The customer's blood glucose level was unknown at the time of incident. Troubleshooting was performed and customer reported that the drive support cap appears normal and received no delivery alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.